Event description:
It was reported that the right ventricular lead displaced and the patient received an inappropriate shock. The lead was subsequently explanted and replaced. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.